Manufacturer narrative:
The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Edwards received notification from colombia that a patient with a valve model 3300tfx23mm implanted in the aortic position underwent a percutaneous reintervention with a vascular plug after an implant duration of one (1) year and four (4) months to treat a severe paravalvular leak (pvl) secondary to valve dehiscence. The patient presented with heart failure, dyspnea and chest pain. Reportedly, computed tomography angiography revealed a pvl towards the non-coronary sinus. A non-edwards vascular plug was implanted. The patient was noted as to be discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from colombia that a patient with a valve model 3300tfx23mm implanted in the aortic position presented with pvl after an unknown implant duration, however no longer than one (1) year and eleven (11) months based on the manufacturer date. Reportedly, the device was implanted with open surgery. The patient was noted as to be hospitalized and the device remained implanted.